Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the low voltage lead exhibited high impedances. The contact area was moistened with saline and the impedances started to reduce. The lead remains in use. No patient complications have been reported as a result of this event.